Event description:
Concomitant devices reported: 11.0mm ti troch fixation nail screw/105mm - sterile (part number 04.032.105s, lot 7676967, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.037.030, lot number: 2l62196, manufacturing site: haegendorf, release to warehouse date: february 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade/screw extractor (part # 03.037.030, lot # 2l62196) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken and the broken part was not returned. The rest of the device shows no visual defects. The returned condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes, the distal tip of the device was broken. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the shaft was measured to be 4.97 mm. This is within the specification of 5.0 mm +0/-0.05 mm, as per the drawing. Device(s) used: ca203p. Document/specification review: the current and manufacturing drawing(s) were reviewed: extraction instrument for head element shaft for extraction instrument complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the received helical blade/screw extractor (part # 03.037.030 lot # 2l62196) as the distal tip of the device was broken. However, no definitive root-cause can be determined, it is possible the extractor experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the helical blade or screw extractor broke off in the decontamination area of the sterile processing department (spd). The device was being uncoupled from the unknown helical blade after use during an explant surgery. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).